Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that automated impella controller (aic) had an unexpected shutdown. The aic shutdown and restarted with no interaction from staff. The aic was exchanged. No patient harm was reported.

Manufacturer narrative:
The investigation for the console (aic) shutdown has been completed. Data logs were reviewed which showed the first complaint occurred when the io-graphics process crashed. Immediately after, the console rebooted in response followed by an io-graphics core dump and an unexpected shutdown alarm confirming what was reported clinically. Therapy was resumed before the pump was unplugged and moved over to (B)(6). The second failure was an unreliable placement signal alarm that continued through the end of the case. The lt logs show that the placement signal declines over 100 mmhg before jumping to 3000mmhg triggering the unreliable placement signal alarm. Console with serial number (B)(6) was returned for investigation which was the incorrect console. (B)(6) does not need to be returned as this is a 3rd party software failure that is unlikely to reproduce. (B)(6) also does not need to be returned as the failure was caused by pump degradation. The cause of the unexpected reboot was the 3rd party hardware/software qnx that runs io-graphics. There was no issue found during the case. The device functioned/operated to specification. Added-d9 device return date, h6 impact code 4629.